Event description:
It was reported by the customer that the patient presented post implant a realize band at the hospital for a fill. After a fluoroscopy was performed, the surgeon saw a leak in the balloon. The band was replaced with no patient consequence. The band was discarded at the account.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.